Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The repair center conducted a visual inspection and a functional inspection. The focus button was confirmed to have no defects. In addition, the device evaluation found distorted images and failure of the camera cable. A definitive root cause cannot be identified. The cause of the problem could not be identified based on the information obtained from this complaint and the results of the investigation. A device history review was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): the following statement is included in the "warning" section in the instruction manual "checking the remote switch, focus and zoom switches". The following is described in the instruction manual "checking remote switches": "even if you do not plan to use the remote switches, be sure to check that all remote switches are working properly before using the camera. Failure to unfreeze the image during use may result in injury to the body cavity, bleeding, or perforation. Always confirm that all focus and zoom switches are working properly before use, even if you do not intend to use the focus and zoom switches. There is a risk of abnormality such as inoperative switches during use, which may cause injury to the body cavity, bleeding, or perforation." The following statement is included in "warnings" in the "instructions for use" section of the instruction manual: "there is a possibility of abnormalities in endoscopic images or functions. If the endoscopic image or function becomes abnormal and returns to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation." The following statement is found in the "warning" section in the "storage" section of the instruction manual: "when wiping the outer surface of the camera cable, do not wipe the cable. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. There is a possibility that the camera cable may break." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head focus button was defective. It is unknown when the event occurred. There were no reports of patient harm.